Event description:
It was reported that a patient believed the right-side pain stimulator was removed by the healthcare professional (hcp) due to infection. The patient did not provide the removal dates or hospital. It was noted that the patient had 2 pain stimulators on record. It was noted that additional information was requested from the hcp but they were unable to provide any additional information as the requested information was unknown.

Manufacturer narrative:
Product ID 7434a, serial# (B)(6); product type programmer, patient product ID 7425, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 7495-51, serial# (B)(4), implanted: 1998 (B)(6); product type extension product ID 3487a-33, lot# l51549, implanted: 1998 (B)(6); product type lead product ID 7434-e, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 3888es4, lot# n24256, implanted: 2002 (B)(6); product type lead product ID 7498-66, serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).